Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the lead exhibited poor sensing. The lead attempted to be repositioned several times but were unsuccessful. The lead was not implanted and replaced successfully.